Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and the right atrial (ra) lead had dislodged post-implant. In addition, the rv lead exhibited diminished sensing. While attempting to reposition the leads, the rv lead was injured and measured high/undefined pacing impedance. The ra lead was repositioned and the rv lead was explanted and replaced. No patient complications have been reported as a result of this event.